Event description:
The fse reported an intermittent generator error. The system shuts down when this occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.